Event description:
It was reported that the patient's artificial urinary sphincter (aus) device stopped functioning following bladder cancer treatment. The patient experienced recurring urinary incontinence due to fluid loss. A surgical procedure was performed to explant all components and implant a new aus device. No additional patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.